Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV, and deflation.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV, and deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified broken shell, crease fold, missing piece of the shell, and white calcification-like particles in the shell. Leak test was performed and identified an opening on the radius. A microscopic analysis was performed which identified a striated broken edge. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a striated broken edge on radius side due to surgical damage consistent with use of a surgical tool, and missing piece of the shell assessed as to inconclusive. Additional, changed, and/or corrected data: b.5., d.9., h.3., h.6. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. Additionally, healthcare professional reported "particles in valve." Device has been explanted.